Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a promark apex locator gave inconsistent measurements. The event outcome is unknown as of this MDR evaluation.

Manufacturer narrative:
The device was deep investigated with the result that no fault has been found. Software update accomplished. Complete check without errors. Additional information was received indicating that there was no injury to the patient.